Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results of the final investigation. Updated fields: h6, h11. The device was evaluated by the regional repair center, and the following additional reportable malfunctions were identified: air/water tube and jet tube had white foreign objects. Based on the results of the investigation, the definitive root cause of the additional findings could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Updated information was added to d8, h2, h3, h6, and h11. This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation, and the complaint investigation. Olympus reviewed the customer provided cleaning disinfection and sterilization (cds) processes, where no obvious deviations from instructions for use were identified. Olympus provided the following results of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: 2 cfu/endoscope, bacterial identification: lysinibacillus sp. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: <1 cfu/endoscope, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 10 cfu/endoscope, bacterial identification: priestia sp, bacillus species. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: 1 cfu/endoscope, bacterial identification: bacillus species. The device was evaluated, and no abnormalities were found that could have led to the reported event. Because the user culture results were not shared, the contamination reported could not be confirmed, and a root cause could not be determined. Growth of microorganisms was reported through culture testing by the user after reprocessing. However, when olympus culture was tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.